Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-may-2023 by an other health professional which refers to a 35-year-old female patient. Additional information was received on 02-may-2023 from same reporter. The medical history of patient included left bundle branch block. Concomitant medications included lisinopril [lisinopril] from (B)(6) 2023 (3 months ago from date of report) and losartan [losartan] for left bundle branch block. The patient had previously received treatment with restylane kysse twice to the lips for cosmetic indication and both times there were no any issues. On (B)(6) 2023, the patient received treatment with 1 ml of restylane kysse to the lips (unknown lot number, injection technique and needle type). Three hours after injection, the patient had experienced severe angioedema (angioedema) and the patient ended up in the emergency room (ER). At the ER, the patient was treated with pepcid [famotidine], unspecified IV steroids, benadryl [diphenhydramine hydrochloride] and epi [epinephrine]. The hcp reported that angioedema reaction was related to the ace inhibitor lisinopril when injected with restylane kysse. The cardiologist discontinued the use of lisinopril and started her on losartan. When the patient was discharged from hospital, she was started on a steroid taper dose for the following week, benadryl and pepcid. Currently, everything was resolved, and the patient was fine, but she was going to the allergist just to double check if she had any allergies to any of the restylane ingredients. Outcome at the time of the report: angioedema reaction was recovered/resolved.

Manufacturer narrative:
Company comment: the serious expected event of angioedema was considered possibly related to the treatment. Serious criteria included the need for urgent medical care, and treatment with epinephrine and intravenous steroid to prevent permanent damage. The likely root cause includes the patient's hypersensitivity to the product. Alternative etiology includes the ace inhibitor lisinopril which is known to cause angioedema. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.